Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery exploded in the insulin pump. The customer reported that the insulin pump did not turn on after placing a new battery. The customer's blood glucose was 116 mg/dl at the time of incident. The insulin pump will be returned for analysis.